Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post- MRI with the implantable cardioverter defibrillator in backup operation. The device was successfully reprogrammed to nominal settings. The patient was in stable condition.